Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A site reported central toxic keratopathy (ctk) in a patient's left eye post lasik. Patient was treated with topical and oral steroids and an antibiotic. Upon follow up, ctk is not resolved.

Manufacturer narrative:
During an onsite visit, the fse (field service engineer) performed successfully verification of the system. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).